Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored.

Event description:
Health care facility reported that a pt developed yellow exudate with redness at the insertion site under the chg gel pad. Facility reported that the dressing was in place over the insertion site of dialysis right subclavian catheter. The facility reported that the catheter was removed and a catheter tip and blood culture were performed and the results were negative for cr-bsi. The facility reported that the area healed.